Manufacturer narrative:
Root cause of the positioning issue was patient movement because the patient was in delirious state, where the patient pulled the catheter out of his ventricle completely. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 35-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella pump was inadvertently pulled out of the ventricle when the the patient went into a delirious state. As the patient's hemodynamics were improving, the decision was made to explant the pump. There was no patient harm resulting from the event.